Event description:
It was reported by consumer that the recline mechanism is damaged on the solara3g wheel chair. The consumer stated that her son has movement issues. Because of the sons movement issues the recline has been broken several times. The consumers mother stated frames have been replaced. The tubes have been replaced. The mother stated the drilled hole for the foot rest ad been walleyed out. The mother stated the leg length, seat pan and lateral supports are not fitted correctly for her son. The chair has been modified from tilt in space to a full recline. The consumer stated the front fork assembly is completely broke.